Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown. Unknown, unknown liner, unknown. Unknown, unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00243, 0001825034-2019-00245, 0001825034-2019-00246. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.